Manufacturer narrative:
The customer will send in the footswitch for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): " footswitch is working intermittently" (device stops intermittently). The customer reported the footswitch is working intermittently. No patient injury was reported.